Event description:
The customer reported obtaining high sodium patient results on their cell 1 of the au5800 clinical chemistry analyzer. The results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified a defective reference electrode. The fse replaced the reference electrode to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).